Event description:
It was reported that the device was illuminating a charge-pak (internal battery charger) icon and requiring frequent replacement of a charge-pak. Physio-control evaluated the device and found that it displayed the charge-pak and attention icons. Furthermore, the device internal hlc battery was depleted and it would not stay powered on to provide defibrillation therapy.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be an electrically leaky filter, designator fl10, on the analog pcb assembly. The current leakage depleted the internal hlc batteries at a rapid rate. A replacement device was provided to the customer.